Event description:
Dr reported that three abutments broke in function.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot history of the subject products could not be completed since the lot numbers were unavailable from the dr's office.